Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the weld has failed between the strike plate and handle body. The internal locking pin and spring components have also come apart. The device was discarded at the facility. Without product return; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4) g2: foreign: jordan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the surgery when back hammering the broach handle, the handle and the strike pad broke. None of the pieces of the products fell into the patient and the surgery was completed using another instrument. There was no known impact or consequences to the patient. No further information was provided.